Event description:
It was further reported that in (B)(6) 2010 the 90% stenosed lesion was predilated with a 2.75mm balloon catheter. The 3.50x24mm taxus liberte stent delivery system (sds) was advanced to the lesion and could not cross the lesion. Predilation was again performed with a 3.25mm balloon catheter. The 3.50x24mm taxus liberte sds was again advanced and deployed covering the ostium and distal left main coronary artery and the proximal left anterior descending artery. Post-dilation was then performed with a 4.00mm balloon catheter. The stenosis was reduced to 10 percent. The patient was discharged on 325mg of aspirin and 75mg of clopidogrel. In (B)(6) 2013 the CT scan showed no acute abnormalities. At the time of the event, the patient was taking aspirin and was non-compliant with the dual antiplatelet therapy. No treatment was performed for the transient ischemic attack (tia) required no treatment, and there were no residual deficits. The event was considered resolved within 24 hours. The tia was not related to the stent or stenting procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure transient ischemic attack occurred. An unspecified size taxus liberte stent was deployed in august 2010. In (B)(6) 2013 the patient returned with slurred speech and a CT scan was performed. The slurred speech lasted less than 24 hours. A transient ischemic attack was diagnosed.